Event description:
A patient reported blood glucose of "200 mg/dl and 150 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips nad control solution were replaced.